Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore (per the knowledge of this reviewer, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency.

Event description:
On (B)(6) 2022, fresenius became aware this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) just returned home from the hospital on (B)(6) 2022. No additional information provided at intake. Follow-up with the patient and their primary pd registered nurse (pdrn) confirmed the patient was evaluated in the emergency room on (B)(6) 2022 for breathing difficulty due to probable fluid retention, and unspecified gastrointestinal bleeding (gib). The pdrn attributed the patient¿s fluid retention to the patient¿s inability to correctly select the appropriate dialysate strength, thus leading to fluid retention. Although the details surrounding the gib are unknown, the patient was not hospitalized for either event. The patient was released the same day and has recovered. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, fresenius became aware this 63-year-old ( (B)(6) 1958) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) just returned home from the hospital on (B)(6) 2022. No additional information provided at intake. Follow-up with the patient and their primary pd registered nurse (pdrn) confirmed the patient was evaluated in the emergency room on (B)(6) 2022 for breathing difficulty due to probable fluid retention, and unspecified gastrointestinal bleeding (gib). The pdrn attributed the patient¿s fluid retention to the patient¿s inability to correctly select the appropriate dialysate strength, thus leading to fluid retention. Although the details surrounding the gib are unknown, the patient was not hospitalized for either event. The patient was released the same day and has recovered. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction.